Event description:
It was reported that the patient was admitted from rehab on (B)(6) 2024 for hypoxia, shortness of breath, and diaphoresis. The patient also stated that they had "crazy" ventricular assist device numbers while short of breath and diaphoretic. Log files found no unusual events. In the event file, it was noted that the pulsatility index increased to 8.1 on (B)(6) 2024 but had since recovered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump speed, power, flow, and pulsatility index. In reference to pulsatility index, section 1 explains that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: section 1 of the instructions for use (IFU) , ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted on (B)(6) 2024 from rehab for neurological changes. A computed tomography (CT) scan was performed and revealed right middle cerebral artery (mca) occlusion and an ischemic stroke. The patient was immediately taken to interventional radiology (ir) to remove the clot on (B)(6) 2024. The patient was stable and recovering in the hospital.